Event description:
Two erroneously elevated accu tni results from 2 different pts were obtained while using secondary access instrument. Sample a had an accu tni result of 1.53 ng/ml. Sample b had an accu tni result of 0.82 ng/ml. The customer's procedure includes the repeat all accu tni results that are greater that 0.05ng/ml. The erroneously elevated results were not reported out of the lab. The repeat accu tni results were 0.01ng/ml for sample a and 0.01ng/ml for sample b. There was no treatment initiated or withheld based on the erroneous results.